Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), device breakage ('the remaining portion of essure coil was removed in its entirely (medical device removal coded elsewhere)'), medical device removal ('the remaining portion of essure coil was removed in its entirely (device breakage coded elsewhere)') and device dislocation ('the essure coil was noted to extruding from the right cornua this lias grapsed with and removed from the uterus and subsequently removed from the abdomen.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, female sterilization and adhesion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), headache ("headache"), menstruation irregular ("irregular menses,blood clots"), infection ("infection") and menopausal symptoms ("menopause-like symptoms") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure coils, laparoscopic bilateral salpingectomy and removal of bilateral essure coils. And salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, medical device removal, device dislocation, abdominal pain, dysmenorrhoea, headache, menstruation irregular, infection and menopausal symptoms outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, headache, infection, medical device removal, menopausal symptoms, menstruation irregular and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. Left side: 1 coil visible at the ostia, right side: 3 coils were visualized protruding from the ostia after placement. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), headache ("headache"), menstruation irregular ("irregular menses,blood clots"), infection ("infection") and menopausal symptoms ("menopause-like symptoms"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, headache, menstruation irregular, infection and menopausal symptoms outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, infection, menopausal symptoms, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- previously reported event "injury to herself" updated to "pelvic pain female", events "abdominal pain, dysmenorrhea(cramping),headache, irregular menses /blood clots, infection and menopause-like symptoms", patient demography added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), device breakage ('the remaining portion of essure coil was removed in its entirely') and device dislocation ('the essure coil was noted to extruding from the right cornua this lias grasped with and removed from the uterus and subsequently removed from the abdomen.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, sterilization and adhesion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), headache ("headache"), menstruation irregular ("irregular menses, blood clots"), infection ("infection") and menopausal symptoms ("menopause-like symptoms"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure coils, laparoscopic bilateral salpingectomy and removal of bilateral essure coils. And salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device dislocation, abdominal pain, dysmenorrhoea, headache, menstruation irregular, infection and menopausal symptoms outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, headache, infection, menopausal symptoms, menstruation irregular and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. Left side: 1 coil visible at the ostia, right side: 3 coils were visualized protruding from the ostia after placement. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: mr received: events: 'the essure coil was noted to extruding from the right cornua this was grasped with and removed from the uterus and subsequently removed from the abdomen', and 'the remaining portion of essure coil was removed in its entirely', medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), device breakage ('the remaining portion of essure coil was removed in its entirely (medical device removal coded elsewhere)'), medical device removal ('the remaining portion of essure coil was removed in its entirely (device breakage coded elsewhere)') and device dislocation ('the essure coil was noted to extruding from the right cornua this lias grasped with and removed from the uterus and subsequently removed from the abdomen.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, female sterilization and adhesion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), headache ("headache"), menstruation irregular ("irregular menses,blood clots"), infection ("infection") and menopausal symptoms ("menopause-like symptoms") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure coils, laparoscopic bilateral salpingectomy and removal of bilateral essure coils. And salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, medical device removal, device dislocation, abdominal pain, dysmenorrhoea, headache, menstruation irregular, infection and menopausal symptoms outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, headache, infection, medical device removal, menopausal symptoms, menstruation irregular and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. Left side: 1 coil visible at the ostia, right side: 3 coils were visualized protruding from the ostia after placement. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: ¿the remaining portion of essure coil was removed in its entirely¿ was record as separate entries: 1. Device breakage and 2. Medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.